Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed the water leak test. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the customer could not be detected. However, the unit failed the water leak test due to crack in video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the orientation of the subject device was off. There were no reports of patient harm.